Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the reported issue.

Event description:
Report received of error codes which indicate a loss of communications. The ventilator was not on a patient at the time of the event.